Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. The customer's blood glucose value was 440 mg/dl at the time of incident. Customer was in emergency room and was treated with the intravenous drip. Customer experienced symptom like vomiting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged insulin pump was under delivering. Drive support cap appeared normal. The insulin pump will be returned for analysis.